Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the patient woke up to a tone but could not clear it due to unresponsive buttons. The patient's blood glucose at the time of incident was 260 mg/dl. Troubleshooting was initiated for the constant tone; the battery was changed but the display did not return. Blank display troubleshooting then occurred. The customer confirmed that the insulin pump was not bumped, dropped, or exposed to moisture. The customer also confirmed that the battery cap contacts, battery compartment, and spring did not have any damage, corrosion, or missing components. The customer did not have a new alkaline aaa battery to test in the insulin pump. The customer's keypad issues also persisted and the mother did not recall any significant events that led to the unresponsive buttons. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received with blank display. Disassembled and reassembled the electronic assembly and fault went away. Fault isolated to the electronic assembly. We were unable to perform the self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests, verify operating currents, and unresponsive buttons due to blank display. No audio/beep alarm, constant tone, or anomaly noted. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.